Event description:
Per the clinic, the patient reported experiencing a buzzing/airplane-like noise over the past year, which has led to reduced and inconsistent use of the left processor. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.